Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 871976, 919041) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: loestrin 24 fe. Concurrent conditions included overweight, arthralgia, postpartum depression, plantar fasciitis and foot pain. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and weight decreased ("weight gain / loss specify which one: weight loss") and experienced nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and menstruation irregular ("very irregular periods"). In (B)(6) 2013, the patient experienced dental caries ("dental problems multiple large cavities") and cyst ("cyst"). In (B)(6) 2014, the patient experienced rosacea ("rashes or skin conditions type: rosacea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions") and abdominal pain lower ("right lower quadrant abdominal pain"). The patient was treated with surgery (she had surgery to remove the essure implant/hysterectomy with unilateral salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage, dental caries, weight increased, nausea, hypersensitivity, vaginal haemorrhage, menorrhagia, rosacea, dyspareunia, weight decreased, menstruation irregular, abdominal pain lower and cyst outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, cyst, dental caries, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, menstruation irregular, nausea, pelvic pain, rosacea, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: dental problems multiple large cavities: needing root canals, extraction. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received with her demographic details updated. Following events were added: abnormal bleeding (vaginal), menorrhagia, rashes or skin conditions type: rosacea, dyspareunia (painful sexual intercourse), weight gain / loss specify which one: weight loss, very irregular periods, abdominal pain, dental problems multiple large cavities, right lower quadrant abdominal pain and cyst. Aka name added. Product indication added. Lot no. Added. Event outcome added for: abdominal pain. Historical drug added. Lab data added. Medical history added. Action taken with drug removed. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of essure metallic'), device dislocation ('the coil was not located in the fallopian tube'), pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 871976-invalid, 919041) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure and inflammation. Previously administered products included for an unreported indication: loestrin 24 fe. Concurrent conditions included overweight, arthralgia, postpartum depression, plantar fasciitis, foot pain, arthralgia, irregular periods, postoperative pain and periumbilical pain. On (B)(6) 2012, the patient had essure inserted. In january 2013, the patient was found to have weight increased ("weight gain") and weight decreased ("weight gain / loss specify which one: weight loss") and experienced nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). In february 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and menstruation irregular ("very irregular periods"). In june 2013, the patient experienced dental caries ("dental problems multiple large cavities") and cyst ("cyst"). In march 2014, the patient experienced rosacea ("rashes or skin conditions type: rosacea"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions") and abdominal pain lower ("right lower quadrant abdominal pain"). The patient was treated with surgery (she had surgery to remove the essure implant/hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, pelvic pain, genital haemorrhage, dental caries, weight increased, nausea, hypersensitivity, vaginal haemorrhage, menorrhagia, rosacea, dyspareunia, weight decreased, menstruation irregular, abdominal pain lower and cyst outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, cyst, dental caries, device breakage, device dislocation, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, menstruation irregular, nausea, pelvic pain, rosacea, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: dental problems multiple large cavities: needing root canals, extraction each tubal ostium clearly visible, each cannulated with essure device, coils deposited without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on 07-may-2012: result: total bilateral occlusion bilateral essure devices in place. No fallopian tube filing is noted. Pathology test - on an unknown date: right fallopian tube and essure foil, resection: complete cross sections of fallopian tube. Benign paratubal cyst. Metal coil, consistent with explanted essure device. Gross: right fallopian tube specimen consists of congested fallopian tube measuring 6.5cm length x 0.9cm maximum diameter. In same container is a folded metal spring which measures 3.0cm in length.; on 13-jul-2016: submitted as uterus, cervix and left fallopian tube, hysterectomy: squamocolumnar cervical mucosa showing focal squamous metaplasia and nabothian cysts, negative for dysplasia or malignancy. Proliferative endometrium, negative for hyperplasia, endometritis or malignancy. Complete cross sections of fallopian tube. Fragments of essure metallic coil, identified grossly. Gross: an essure metallic coil is identified and it was separated for the uterus at the time of grossing and came out as three different metallic fragments. The larger on measures 11.5cm and the small one 3.6cm. The fallopian tube is sectioned and no suspicious mass lesions are grossly identified (the coil was not located in the fallopian tube).. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain ,ovarian cyst ,pelvic pain lot number 871976 is invalid. Lot number:919041 manufacture date: 2011-11 expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of essure metallic'), device dislocation ('the coil was not located in the fallopian tube'), pelvic pain ('pain / left side pain'), genital haemorrhage ('abnormal bleeding') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure (batch no. 871976-invalid, 919041) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure and inflammation. Previously administered products included for an unreported indication: loestrin 24 fe. Concurrent conditions included overweight, arthralgia, postpartum depression, plantar fasciitis, foot pain, arthralgia, irregular periods, postoperative pain and periumbilical pain. Concomitant products included macrogol 3350 (miralax). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and the first episode of weight decreased ("weight gain / loss specify which one: weight loss") and experienced nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and menstruation irregular ("very irregular periods"). In (B)(6) 2013, the patient experienced dental caries ("dental problems multiple large cavities") and cyst ("cyst"). In (B)(6) 2014, the patient experienced rosacea ("rashes or skin conditions type: rosacea"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), abdominal pain lower ("right lower quadrant abdominal pain"), photosensitivity reaction ("itchy and bumpy from sun"), solar dermatitis ("sun reaction/ itchy and bumpy from sun"), vision blurred ("blurry vision"), back pain ("back pain"), dysmenorrhoea ("my first period after having my tubes removed was very painful"), chest pain ("chest pain"), skin laxity ("saggy skin"), erythema ("my face is always so red"), uterine disorder ("blister like lesions on my uterus"), endometriosis ("endometriosis"), reproductive tract disorder ("blisters on my uterus and other tube too"), decreased appetite ("no appetite"), stomatitis ("I get sores likes that in my mouth"), pruritus ("itchy skin"), night blindness ("blurred vision and night time has always been off"), gingival pain ("gum pain"), hyperaesthesia teeth ("cavities, crowns, gum pain, sensitivity") and blister ("blistering on my uterus and tube") and was found to have white blood cell count increased ("my white blood cell count is elevated") and the second episode of weight decreased ("I have lost 10 lbs"). The patient was treated with surgery (she had surgery to remove the essure implant/hysterectomy with unilateral salpingectomy and laproscopic assisted vaginal hysterectomy with unilateral salpingectomy) and crowns. Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, pelvic pain, genital haemorrhage, autoimmune disorder, dental caries, weight increased, nausea, hypersensitivity, vaginal haemorrhage, menorrhagia, rosacea, dyspareunia, menstruation irregular, abdominal pain lower, cyst, photosensitivity reaction, solar dermatitis, white blood cell count increased, back pain, dysmenorrhoea, chest pain, skin laxity, erythema, uterine disorder, endometriosis, reproductive tract disorder, the last episode of weight decreased, decreased appetite, stomatitis, pruritus, night blindness, gingival pain, hyperaesthesia teeth and blister outcome was unknown and the abdominal pain and vision blurred had resolved. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, back pain, blister, chest pain, cyst, decreased appetite, dental caries, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, erythema, genital haemorrhage, gingival pain, hyperaesthesia teeth, hypersensitivity, menorrhagia, menstruation irregular, nausea, night blindness, pelvic pain, photosensitivity reaction, pruritus, reproductive tract disorder, rosacea, skin laxity, solar dermatitis, stomatitis, uterine disorder, vaginal haemorrhage, vision blurred, weight increased, white blood cell count increased, the first episode of weight decreased and the second episode of weight decreased to be related to essure. The reporter commented: dental problems multiple large cavities: needing root canals, extraction. Each tubal ostium clearly visible, each cannulated with essure device, coils deposited without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion bilateral essure devices in place. No fallopian tube filing is noted. Pathology test - on an unknown date: right fallopian tube and essure foil, resection: complete cross sections of fallopian tube. Benign paratubal cyst. Metal coil, consistent with explanted essure device. Gross: right fallopian tube specimen consists of congested fallopian tube measuring 6.5cm length x 0.9cm maximum diameter. In same container is a folded metal spring which measures 3.0cm in length.; on (B)(6) 2016: submitted as uterus, cervix and left fallopian tube, hysterectomy: squamocolumnar cervical mucosa showing focal squamous metaplasia and nabothian cysts, negative for dysplasia or malignancy. Proliferative endometrium, negative for hyperplasia, endometritis or malignancy. Complete cross sections of fallopian tube. Fragments of essure metallic coil, identified grossly. Gross: an essure metallic coil is identified and it was separated for the uterus at the time of grossing and came out as three different metallic fragments. The larger on measures 11.5cm and the small one 3.6cm. The fallopian tube is sectioned and no suspicious mass lesions are grossly identified (the coil was not located in the fallopian tube). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain ,ovarian cyst ,pelvic pain. Lot number 871976 is invalid. Lot number:919041 manufacture date: 2011-11 expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: events: itchy skin, blisters, gum pain, teeth sensitivity, autoimmune disorder were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fragments of essure metallic"), device dislocation ("the coil was not located in the fallopian tube"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 871976, 919041) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure and inflammation. Previously administered products included for an unreported indication: loestrin 24 fe. Concurrent conditions included overweight, arthralgia, postpartum depression, plantar fasciitis, foot pain, arthralgia, irregular periods, postoperative pain and periumbilical pain. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and weight decreased ("weight gain / loss specify which one: weight loss") and experienced nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and menstruation irregular ("very irregular periods"). In (B)(6) 2013, the patient experienced dental caries ("dental problems multiple large cavities") and cyst ("cyst"). In (B)(6) 2014, the patient experienced rosacea ("rashes or skin conditions type: rosacea"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions") and abdominal pain lower ("right lower quadrant abdominal pain"). The patient was treated with surgery (she had surgery to remove the essure implant/hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, pelvic pain, genital haemorrhage, dental caries, weight increased, nausea, hypersensitivity, vaginal haemorrhage, menorrhagia, rosacea, dyspareunia, weight decreased, menstruation irregular, abdominal pain lower and cyst outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, cyst, dental caries, device breakage, device dislocation, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, menstruation irregular, nausea, pelvic pain, rosacea, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: dental problems multiple large cavities: needing root canals, extraction. Each tubal ostium clearly visible, each cannulated with essure device, coils deposited without difficulty . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion . Bilateral essure devices in place. No fallopian tube filing is noted. Pathology test - on an unknown date: right fallopian tube and essure foil, resection: complete cross sections of fallopian tube. Benign paratubal cyst. Metal coil, consistent with explanted essure device. Gross: right fallopian tube specimen consists of congested fallopian tube measuring 6.5cm length x 0.9cm maximum diameter. In same container is a folded metal spring which measures 3.0cm in length.; on (B)(6) 2016: submitted as uterus, cervix and left fallopian tube, hysterectomy: squamocolumnar cervical mucosa showing focal squamous metaplasia and nabothian cysts, negative for dysplasia or malignancy. Proliferative endometrium, negative for hyperplasia, endometritis or malignancy. Complete cross sections of fallopian tube. Fragments of essure metallic coil, identified grossly. Gross: an essure metallic coil is identified and it was separated for the uterus at the time of grossing and came out as three different metallic fragments. The larger on measures 11.5cm and the small one 3.6cm. The fallopian tube is sectioned and no suspicious mass lesions are grossly identified (the coil was not located in the fallopian tube). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain ,ovarian cyst ,pelvic pain . Most recent follow-up information incorporated above includes: on 6-dec-2018: mr received. Reporter's information updated. Event:fragments of essure metallic coil , the coil was not located in the fallopian tube was added.medical history , lab data were added. Incident we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of essure metallic'), device dislocation ('the coil was not located in the fallopian tube'), pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 871976-invalid, 919041) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure and inflammation. Previously administered products included for an unreported indication: loestrin 24 fe. Concurrent conditions included overweight, arthralgia, postpartum depression, plantar fasciitis, foot pain, arthralgia, irregular periods, postoperative pain and periumbilical pain. On (B)(6)2012, the patient had essure inserted. In (B)(6)2013, the patient was found to have weight increased ("weight gain") and the first episode of weight decreased ("weight gain / loss specify which one: weight loss") and experienced nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6)2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and menstruation irregular ("very irregular periods"). In (B)(6)2013, the patient experienced dental caries ("dental problems multiple large cavities") and cyst ("cyst"). In (B)(6)2014, the patient experienced rosacea ("rashes or skin conditions type: rosacea"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), abdominal pain lower ("right lower quadrant abdominal pain"), pruritus ("itchy and bumpy from sun"), solar dermatitis ("sun reaction/ itchy and bumpy from sun"), vision blurred ("blurry vision"), back pain ("back pain"), dysmenorrhoea ("my first period after having my tubes removed was very painful"), chest pain ("chest pain"), skin laxity ("saggy skin"), erythema ("my face is always so red"), uterine disorder ("blister like lesions on my uterus"), endometriosis ("endometriosis"), blister ("blisters on my uterus and other tube too"), decreased appetite ("no appetite") and oral pain ("I get sores likes that in my mouth") and was found to have white blood cell count increased ("my white blood cell count is elevated") and the second episode of weight decreased ("I have lost 10 lbs"). The patient was treated with surgery (she had surgery to remove the essure implant/hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, device dislocation, pelvic pain, genital haemorrhage, dental caries, weight increased, nausea, hypersensitivity, vaginal haemorrhage, menorrhagia, rosacea, dyspareunia, menstruation irregular, abdominal pain lower, cyst, pruritus, solar dermatitis, white blood cell count increased, back pain, dysmenorrhoea, chest pain, skin laxity, erythema, uterine disorder, endometriosis, blister, the last episode of weight decreased, decreased appetite and oral pain outcome was unknown and the abdominal pain and vision blurred had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, blister, chest pain, cyst, decreased appetite, dental caries, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, erythema, genital haemorrhage, hypersensitivity, menorrhagia, menstruation irregular, nausea, oral pain, pelvic pain, pruritus, rosacea, skin laxity, solar dermatitis, uterine disorder, vaginal haemorrhage, vision blurred, weight increased, white blood cell count increased, the first episode of weight decreased and the second episode of weight decreased to be related to essure. The reporter commented: dental problems multiple large cavities: needing root canals, extraction each tubal ostium clearly visible, each cannulated with essure device, coils deposited without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6)2012: result: total bilateral occlusion bilateral essure devices in place. No fallopian tube filing is noted. Pathology test - on an unknown date: right fallopian tube and essure foil, resection: complete cross sections of fallopian tube. Benign paratubal cyst. Metal coil, consistent with explanted essure device. Gross: right fallopian tube specimen consists of congested fallopian tube measuring 6.5cm length x 0.9cm maximum diameter. In same container is a folded metal spring which measures 3.0cm in length.; on (B)(6)2016: submitted as uterus, cervix and left fallopian tube, hysterectomy: squamocolumnar cervical mucosa showing focal squamous metaplasia and nabothian cysts, negative for dysplasia or malignancy. Proliferative endometrium, negative for hyperplasia, endometritis or malignancy. Complete cross sections of fallopian tube. Fragments of essure metallic coil, identified grossly. Gross: an essure metallic coil is identified and it was separated for the uterus at the time of grossing and came out as three different metallic fragments. The larger on measures 11.5cm and the small one 3.6cm. The fallopian tube is sectioned and no suspicious mass lesions are grossly identified (the coil was not located in the fallopian tube).. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain ,ovarian cyst ,pelvic pain. Lot number 871976 is invalid. Lot number:919041 manufacture date: 2011-11 expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: social media received : new events sores like that in my mouth, "no appetite, I have lost 10 lbs, blisters on my uterus and other tube too, endometriosis, my face is always so red, saggy skin, chest pain, my first period after having my tubes removed was very painful, back pain, my white blood cell count is elevated, blurry vision, sun reaction/ itchy and bumpy from sun, itchy and bumpy from sun" were added. Outcome of event, "blurry vision" was changed to " recovered/resolved". New reporter contact information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of essure metallic'), device dislocation ('the coil was not located in the fallopian tube'), pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 871976-invalid, 919041) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure and inflammation. Previously administered products included for an unreported indication: loestrin 24 fe. Concurrent conditions included overweight, arthralgia, postpartum depression, plantar fasciitis, foot pain, arthralgia, irregular periods, postoperative pain and periumbilical pain. On (B)(6)2012, the patient had essure inserted. In (B)(6)2013, the patient was found to have weight increased ("weight gain") and the first episode of weight decreased ("weight gain / loss specify which one: weight loss") and experienced nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6)2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and menstruation irregular ("very irregular periods"). In (B)(6)2013, the patient experienced dental caries ("dental problems multiple large cavities") and cyst ("cyst"). In (B)(6)2014, the patient experienced rosacea ("rashes or skin conditions type: rosacea"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), abdominal pain lower ("right lower quadrant abdominal pain"), photosensitivity reaction ("itchy and bumpy from sun"), solar dermatitis ("sun reaction/ itchy and bumpy from sun"), vision blurred ("blurry vision"), back pain ("back pain"), dysmenorrhoea ("my first period after having my tubes removed was very painful"), chest pain ("chest pain"), skin laxity ("saggy skin"), erythema ("my face is always so red"), uterine disorder ("blister like lesions on my uterus"), endometriosis ("endometriosis"), reproductive tract disorder ("blisters on my uterus and other tube too"), decreased appetite ("no appetite") and stomatitis ("I get sores likes that in my mouth") and was found to have white blood cell count increased ("my white blood cell count is elevated") and the second episode of weight decreased ("I have lost 10 lbs"). The patient was treated with surgery (she had surgery to remove the essure implant/hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, device dislocation, pelvic pain, genital haemorrhage, dental caries, weight increased, nausea, hypersensitivity, vaginal haemorrhage, menorrhagia, rosacea, dyspareunia, menstruation irregular, abdominal pain lower, cyst, photosensitivity reaction, solar dermatitis, white blood cell count increased, back pain, dysmenorrhoea, chest pain, skin laxity, erythema, uterine disorder, endometriosis, reproductive tract disorder, the last episode of weight decreased, decreased appetite and stomatitis outcome was unknown and the abdominal pain and vision blurred had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, chest pain, cyst, decreased appetite, dental caries, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, erythema, genital haemorrhage, hypersensitivity, menorrhagia, menstruation irregular, nausea, pelvic pain, photosensitivity reaction, reproductive tract disorder, rosacea, skin laxity, solar dermatitis, stomatitis, uterine disorder, vaginal haemorrhage, vision blurred, weight increased, white blood cell count increased, the first episode of weight decreased and the second episode of weight decreased to be related to essure. The reporter commented: dental problems multiple large cavities: needing root canals, extraction. Each tubal ostium clearly visible, each cannulated with essure device, coils deposited without difficulty diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6)2012: result: total bilateral occlusion bilateral essure devices in place. No fallopian tube filing is noted. Pathology test - on an unknown date: right fallopian tube and essure foil, resection: complete cross sections of fallopian tube. Benign paratubal cyst. Metal coil, consistent with explanted essure device. Gross: right fallopian tube specimen consists of congested fallopian tube measuring 6.5cm length x 0.9cm maximum diameter. In same container is a folded metal spring which measures 3.0cm in length.; on (B)(6)2016: submitted as uterus, cervix and left fallopian tube, hysterectomy: squamocolumnar cervical mucosa showing focal squamous metaplasia and nabothian cysts, negative for dysplasia or malignancy. Proliferative endometrium, negative for hyperplasia, endometritis or malignancy. Complete cross sections of fallopian tube. Fragments of essure metallic coil, identified grossly. Gross: an essure metallic coil is identified and it was separated for the uterus at the time of grossing and came out as three different metallic fragments. The larger on measures 11.5cm and the small one 3.6cm. The fallopian tube is sectioned and no suspicious mass lesions are grossly identified (the coil was not located in the fallopian tube).. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain ,ovarian cyst ,pelvic pain. Lot number 871976 is invalid. Lot number:919041 manufacture date: 2011-11 expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: coding request: event; rep = I get sores likes that in my mouth; oth = sore mouth; [mismatch]. Recoded to pt: stomatitis (llt: sores mouth). No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), nausea ("nausea") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, nausea and hypersensitivity outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity, nausea, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.